Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided related to the event. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. A and the heartmate 3 patient handbook, rev. C are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction", lists potential adverse events, including death, that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event was determined to be duplicate to manufacturer report (MFR) number 2916596-2025-04497. The investigation conclusion will be reported under MFR 2916596-2025-04497. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient passed away. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.